Event description:
The surgeon reported he implanted a cc4204a collamer single piece lens in the patient's eye. The physician noticed circular mark on the lens optic after implantation. Pending explantation and iol exchange. The lens serial number has not been made available. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
Event date: unk. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Expiration date unk. Implant and explant dates: unk. (B)(4) - vision, impaired; (bullseye mark on optic). Conclusions - (no conclusion can be drawn): based on the complaint history, a specific root cause of this event could not be determined. (B)(4). Iol remains implanted in eye.